Event description:
An angio-seal was deployed successfully on 3/16/00. Two weeks later the pt complained of leg pain. On 3/31/00 an ultrasound and mra were performed revealing a vessel occlusion. The pt underwent surgery on 04/05/2000 to remove the angio-seal device and repair the vessel. The device was explanted in 2000. The pt is in stable condition.